Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 12:15pm. Pt (B)(6) stated that at time of the event she was unable to hear, unresponsive and needed assistance walking. The reading on the prodigy meter at the time of the event was 91mg/dl. Pt drank about one swallow of (B)(6) before being transported to emergency room. Pt's son transported her to the emergency room. Pt arrived at emergency room approximately 15-20 minutes later. Blood glucose testing reading at emergency room was 120mg/dl. Pt was at hospital 3 hours. Prior to release pt's glucose reading was 127 mg/dl.

Manufacturer narrative:
Ok biotech check the returned meter and found. The current test is 1.2ua<55ua. Pass. The working voltage test is 400.2mv(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.